Manufacturer narrative:
(B) (4): the device is expected to be returned for eval. It has not yet been received. (B) (4)

Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: stent remains in pt. It was reported that due to the pt's extensive disease, he was not considered to be a good candidate for coronary artery by-pass graft (CABG); therefore, the decision was made to perform balloon angioplasty and stenting. After placement of a 3.0 x 28 mm promus stent in the distal left anterior descending (lad) and 2 add'l promus stents in the mid and proximal lad, a microperforation was noted in the distal lad. The graftmaster stent was chosen for treatment; however, it would not cross the left lad. During removal, the stent dislodged from the balloon into the proximal lad, and was caught with a snare device, and during the attempt to remove the stent from the pt, it caught on the edge of the sheath and dislodged in the anatomy, leaving the stent in the right profunda, where it remains. Repeat pictures showed that the microperforation had sealed itself, requiring no further intervention. The pt is reported to be well. Though requested, no add'l info was available.